Event description:
Information received indicates the tubing is leaking where the integral flow stop and the distal tubing meet.

Manufacturer narrative:
Several sets from the same lot were tested for leaks. Some leaks were found at the connection site with the valve, not the distal pumping section as alleged by the complainant. The complaint cannot be confirmed. Investigation is in process for leaks found at the connection site.